Event description:
Information received from medwatch (B)(4). Treatment of a stroke. During the mechanical thrombectomy, it was reported that the solitaire stent detached in the ica / mca (internal carotid artery / middle cerebral artery) as it was being retrieved from the second pass with minor resistance. The stent remains in the ica / mca. No other patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remains in the patient and the pushwire was discarded.(B)(4).